Manufacturer narrative:
(B)(4). P cap or reservoir locks properly into place. Insulin pump passed displacement test. Unit received with cracked retainer, pillowing keypad overlay, minor scratches on case and cracked battery tube threads. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the reservoir compartment of the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.